Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injections. Customer had symptoms of excessive urination and thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump failed high pressure test twice. Customer was advised that insulin pump would need to be replaced.